Event description:
It was reported that a patient had a new device implanted on (B)(6) 2013. It was indicated that the patient felt tingling, even when the device was off. Additional information received reported that the implantable neurostimulator (ins) was not 80 percent depleted. It was also stated that the surgery was not a revision, but it was "only for normal battery depletion". It was not clear if the ins replacement was due to normal battery depletion or not. The reporter was not aware that the patient felt a tingling when the device was off.

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 748966, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748966, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot# j0527223v, implanted: (B)(6) 2006, product type lead; product ID 3487a-33, lot# v000833, implanted: (B)(6) 2006, product type lead. (B)(4).